Manufacturer narrative:
11-5-96. Additional data entered in d9, e1 (address & phone #) & f5. Device indicated and codes entered in h3 and h6.

Event description:
The device was applied during a laparoscopic cholecystectomy. Reportedly, the safety shield would not retract. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.